Event description:
Caller reported that the pump's quick bolus and wake button were difficult to press and required multiple attempts to turn the pump screen on or off. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller on method to press the button. The customer continued to use the pump for insulin therapy.